Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was 529mg/dl. The customer treated the highs with manual injection. The customer declined to troubleshoot and requested replacement pump. The customer was advised the pump would be replaced and returned for analysis.